Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent remains in patient. Onset of adverse event: during the procedure. It was reported that it was a very calcified, difficult case. Diffuse disease to both right coronary artery (rca) and left anterior descending (lad) arteries. Multiple balloons and stents used including: a non abbott stent 3.0 x 32 mm stent that did not cross. After multiple inflations up and down the rca, a 2.5 x 12 mini vision stent was attempted to cross the rca and the stent was noted to have dislodged from the stent delivery system (sds) balloon in the proximal to mid rca. The stent could not be deployed in a normal fashion, so it was compressed against the vessel with a 3.5 x 23 vision stent. The lesions were successfully treated with three additional vision stents (2.5 x 18 mini visions in the mid lad, 3.0 x 23 vision stent in the proximal lad, 3.0 x 12 vision stent in the distal rca). The patient was discharged in stable condition.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.